Manufacturer narrative:
The device's event history log was reviewed and revealed a failure code 810:11 had occurred on channel a on the reported event date of 2004. The pump is in process of being evaluated for the cause of the failure. A f/u report will be filed upon completion of the evaluation or if add'l info becomes available.

Event description:
The facility reported via user facility report, "channel a stopped infusing and displayed a 'failure'". The pt's blood pressure was reported to drop; however, the pt recovered and no injury or need for medial intervention has been reported. No add'l info or contact was available.